Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on 1/31/2024 and tested on 3/8/2024. Pump was given the initial complaint code of "2pow3: power issue - device powers self off". The pump's event log will be pulled and reviewed in order to identify any possible abrupt power off errors. The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated and determined to be included in CAPA # it2023-15. After reviewing the pump's event log, an abrupt power off was found on event line 83, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. This can be seen below: "event 80: log_event_timestamp, time: 23/12/28 01:40:37, eventbytes: 02 23 12 28 01 40 37 d7. Event 81: log_event_timestamp, time: 23/12/28 02:40:41, eventbytes: 02 23 12 28 02 40 41 e2. Event 82: log_event_timestamp, time: 23/12/28 03:40:44, eventbytes: 02 23 12 28 03 40 44 e6. Event 83: log_event_on , time: 165:165:165, software_version: 213, reason: log_on_cause_onoff, eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 84: log_event_timestamp, time: 23/12/29 06:13:52, eventbytes: 02 23 12 29 06 13 52 cb. Event 85: log_event_message, time: 06:13:53, invalid bolus key pressed: 0, invalid other key pressed: 0 . Eventbytes: 09 13 53 00 00 00 80 ef. Event 86: log_event_off, time: 06:13:53, rmp: 57856, reason: log_off_cause_shut, eventbytes: 01 13 53 00 e2 00 2e 77. Event 87: log_event_on, time: 165:165:165, software_version: 213, reason: log_on_cause_onoff, eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 88: log_event_alarm, time: 165:30:11, alarm code: 09, sub code: 00. Alarm status: log_alarm_cause_access_alarm, eventbytes: 05 30 11 09 00 00 30 7f ". The pump's event log that was pulled will be attached to the complaint, see "sn (B)(6)". Reported issue found, device not performing to specification. Pump will be pushed to CAPA for further investigation underneath CAPA # it2023-15 for power/battery.

Manufacturer narrative:
The product was received on 01/31/2024 and is currently undergoing evaluation. Another follow-up will be provided with detailed findings.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.